Event description:
The pt had two leads from the same lot. It was reported the stimulation the pt was receiving was not strong enough. Using maximum amplitude(s) did not address the issue. As a result, the pt's leads were explanted and replaced (with a single lead/different model). The doctor also electively explanted and replaced the pt's ipg as a precaution. The ipg performed as intended prior to being replaced. Proper stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.